Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis and poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: it was reported that after spinning the tubes for 10 - 15 minutes, a jelly like substance was developing in the tubes. " is speed and time is 1200 rcf for 15 minhutes. Some of the samples were hemolyzed. I called him and he stated that there is another lot # 1292892. They are doing a study and the subjects are given a sugary liquid substance to drink, and then blood is drawn via a port at 30, 45, and 90 minute intervals. He stated that the port is flushed before drawing the blood for glucose. The tubes are allowed to sit for at least 30 minutes and then centrifuged. There is no issues with the baseline tube, but they are observing a jellylike substance in the 30, 45, and 90 minute intervals."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin strands was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Lot # 1292892 was provided, but this lot # is not valid. Follow up was conducted to request a valid lot # but this information was not provided. This complaint has been confirmed for fibrin strands based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis and poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: it was reported that after spinning the tubes for 10 - 15 minutes, a jelly like substance was developing in the tubes. " is speed and time is 1200 rcf for 15 minhutes. Some of the samples were hemolyzed. I called him and he stated that there is another lot # 1292892. They are doing a study and the subjects are given a sugary liquid substance to drink, and then blood is drawn via a port at 30, 45, and 90 minute intervals. He stated that the port is flushed before drawing the blood for glucose. The tubes are allowed to sit for at least 30 minutes and then centrifuged. There is no issues with the baseline tube, but they are observing a jellylike substance in the 30, 45, and 90 minute intervals."